Event description:
Reporting status: serious injury- medical intervention/permanent damage. Reporting rationale: occlusion requiring medical intervention. Pt experienced myocardial infarction. Device issue: no device malfunction has been requested. It was reported that during the procedure after a rx xience v stent was deployed, without pre-dilatation, a distal embolus developed in the target vessel. The pt experienced chest pain and had st elevations during the procedure. Wiring and additional percutaneous transluminal coronary intervention (ptci) did not resolve the occlusion. The pt had elevated cardiac enzymes after the procedure. Post-procedure blood work showed that a myocardial infarction (mi) occurred. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation- angina, mi, and distal emboli or occlusion, as listed in the IFU, are known adverse events associated with stenting and are not necessarily an indication of a product quality issue. EKG changes, elevated enzymes, and hospitalization are listed in the risk assessment as no-fault complications. The angina, mi, EKG changes, elevated enzymes were likely secondary effects of the distal embolus. No pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications."